Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not report the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised that they may continue using the pump, with instructions to call back if the malfunction code recurs.